Event description:
During open heart surgery the perfusionist noticed a small drop of blood coming from the outlet of the cardioplegic unit. Bone wax applied to seal leak and case proceeded without incident. Md notified.